Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device for evaluation. Technical supports review of the reported device with our (B)(4) customer service facility has identified that the device has not received overhaul maintenance since being manufactured in 2004, which is recommended by the manufacturer every 2 years. The end user's failure to maintain the device to the manufacturer recommended maintenance schedule is suspected to be a contributing factor for the reported issue experienced by the end user.

Event description:
The end user customer reported while using the p/n 9320 low flow air/oxygen microblender; the flow output of the device is out of tolerance. The customer reported when set at 4 liters per minute (lpm), the obtained measure readings were 0.43 and 0.45 lpm. The customer reported when set at 8 lpm, the obtained measure readings were 9.5 lpm. The customer reported when set at 12 lpm, the obtained measure readings were 13.5 lpm. The customer determined the most likely cause of the reported event is the device requiring overhaul. The customer reported there is no patient involvement associated with the event.